Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient had no audio on the g5 cgm application. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio on the app could not be determined. A root cause could not be determined.